Event description:
It was reported the wolverine stent was unable to cross with the non-(B)(6) guide catheter. The procedure was completed with the use of a nc emerge stent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).